Event description:
The user reported hitting her head very hard while making the bed. There was bruising and swelling around the implant site. The audio processor was knocked off in the process. After the trauma the user no longer had any hearing perception. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported hitting her head very hard while making the bed. There was bruising and swelling around the implant site. The audio processor was knocked off in the process. After the trauma the user no longer had any hearing perception. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hit her head while making the bed. The audio processor was knocked off in the process. After the trauma the user no longer had any hearing perception.